Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge o-ring and patient line were damaged. Additionally, it was reported that the cartridge was leaking. Customer loaded a new cartridge to address the issue. Subsequently, customer received a cartridge alarm (alarm 20). Customer changed the cartridge and insulin was resumed successfully. Customer's blood glucose was 102 mg/dl.